Event description:
It was reported during a therapeutic colonoscopy with polypectomy, when attempting to deploy the polyloop single use ligating device it failed to deploy, acted as a snare, and removed the polyp. The patient started to bleed at the site where the polyp was removed. Two clips were placed and the procedure was completed. The patient was admitted to the emergency room (ER) that night for a post-polypectomy bleed. The patient was re-scoped, the bleeding was controlled, and the patient was sent home.